Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated at approximately between noon and 1:00pm, they were involved in a motor vehicle accident. The patient does not remember who contacted the paramedics; however, when they arrived, the cgm was displaying 140mg/dl and a finger stick reading was taken and the bg meter was approximately 40mg/dl. The patient was transported to the hospital and was admitted and treated. The patient was released from the hospital at approximately 6:00pm. At the time of contact, the patient was bruised and feeling sore. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.